Manufacturer narrative:
D3 - update. Two used devices were received for evaluation. The visual and functional testing was performed. As resulting, both cannulas are observed to be bent, no applicators or tubing sets were returned. No other damage or anomalies observed. In order to replicate clinical use and to test for an occlusion, an occlusion test was conducted on the returned samples using a hydrostatic pressure pump. Both returned sets established free flow. The allegation made by the complainant of line block alarm with bent cannulas was confirmed. The probable cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd contacted support after experiencing a recurrent line blocked alarm following a tubing change and resumption of insulin delivery. The pwd requesting replacement cassettes due to early use. Later the same day, the pwd reported two additional line blocked alarms, both occurring while attempting to resume delivery with the current cassette. Insulin did not advance through the tubing despite priming attempts, and pooling was observed at the luer-lock connector. The connector was tightened, but priming remained unsuccessful. The events involved two cleo infusion sets from the same lot. The pwd placed a new infusion set prior to calling and, with support guidance, successfully completed the priming process and verified insulin flow. There was patient involvement/ no harm reported.